Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024 . The area was prepared with alcohol wipe and flonase before placing the sensor on the body. On (B)(6) 2024 , the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, pustules and infection under entire patch area. The reaction was treated with a prescription of an oral amoxicillin. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.